Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was showing system board fault after testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint could not be confirmed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was showing system board fault after testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.